Event description:
The customer's wife reported that the customer experienced an unexplained blood glucose level of 38 mg/dl, which was treated with food. Caller stated that the customer was part of a clinical trial. Blood glucose level at the time of the call was 58 mg/dl. Troubleshooting did not show any malfunction of the insulin pump and the self test passed. The customer will discuss the device's settings with his health care provider and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.